Manufacturer narrative:
Correction fields: h6: device codes

Event description:
It was reported that the pacemaker had signal artifact monitor (sam) disabled minute ventilation (mv) during an atrial fibrillation (af) ablation procedure. The lead pace impedances were found to be high out of range during the ablation procedure and returned to within normal limits. The mv needed to be reenable for this device. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker had signal artifact monitor (sam) disabled minute ventilation (mv) during an atrial fibrillation (af) ablation procedure. The lead pace impedances were found to be high out of range during the ablation procedure and returned to within normal limits. The mv needed to be reenable for this device. This pacemaker remains in service. No adverse patient effects were reported.